Event description:
The complainant reported a 46-year-old male patient presenting for impella support. During support, the patient experienced an ischemic stroke, for which treatment information was not provided. The pump was subsequently removed two days following the stroke.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
It was reported 10 days after the removal of the impella the patient expired. The patient experienced a cerebral hemorrhage while on impella cp support. The patient was heparinized for impella use at the time and this may have contributed to the cerebrovascular event. The patient later died due to the complications from the cerebral hemorrhage.

Manufacturer narrative:
Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿. This report is being filed as part of a retrospective review of historical records. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01656 was provided in sections b2, b5, d6a, d6b, g1, h1, and h6.